Manufacturer narrative:
The service action (re-tightening the tube connection) resolved the issue.

Manufacturer narrative:
The vitamin b12 reagent lot number was 765006 with an expiration date of 30-apr-2025. The calibration was performed and it was not successful. The imprecision was high. The measuring cells were replaced on (B)(6) 2024. The field service engineer found a water leak on the sample/reagent pipetter assembly tubing. He re-tightened the flange connection. The fse did a performance check and the instrument was performing within specifications. The customer performed calibration and qc and they were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patient samples tested with vitamin b12 assay on a cobas e411 immunoassay analyzer. Sample 1: initial result: 492.6 pg/ml. Repeat result: 352.4 pg/ml. Sample 2: initial result: 608.6 pg/ml. Repeat result: 363.8 pg/ml.